Event description:
Pt here on (B)(6) 2009, for orif left elbow fracture. During procedure, drill bit broke off in elbow, surgeon elected, per op note, to leave broken drill bit in ulna because the "risk was higher than potential benefit" of removing. Later films/CT scan revealed bit located in joint and surgeon elected to bring pt back for surgery and pt returned on (B)(6) 2009, for successful hardware retrieval of broken drill bit. Surgeon reported event to facility administrator a few days prior to second surgery on (B)(6) 2009. Synthes rep present for both procedures and reported event to company.